Event description:
The customer reported that they received erroneous results for one patient sample tested for estradiol (e2). The sample initially resulted as 1012 pg/ml. The sample was repeated on (B)(6) 2015 and resulted as 607.4 pg/ml. The 607.4 pg/ml value was reported outside of the laboratory. The sample was repeated twice on (B)(6) 2015, resulting as 39.71 pg/ml. And 36.95 pg/ml. The patient was not adversely affected. The estradiol reagent lot number was 181908. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).